Event description:
It was reported that a device was used during a laparoscopic nephrectomy. It was reported the device's outer gasket fell into the patient (it was retrieved from patient). Another device was used to complete the case. There was no further consequence to the patient.